Event description:
It was reported that a malfunction occurred on the pump, displaying a specific error code. There was no adverse impact to the customer's blood glucose level. The customer reset the pump with assistance from technical support and was advised to continue using it, with the recommendation to call back if any issues recurred.